Manufacturer narrative:
No analysis was performed as the device remains implanted. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a device problem.

Event description:
It was reported that there is no planned intervention at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02310. It was reported that the patient had swelling and redness behind his left ear which is the location of the supra-orbital leads. An allergy test was performed and the patient is allergic to palladium and iridium. No further information is available at this time.